Event description:
A combined suction/cautery device was being used during an ent procedure in the operating room by the ent surgeon. During its use for cauterization, there was a spark that came through the blue (insulation) coating. Use of the device was stopped. Device was removed from the surgical field and a new device was opened and used to complete the surgical procedure. Pinpoint size red areas were noted on the patient's lower lip and nearby skin tissue, no blistering. FDA safety report ID# (B)(4).